Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 11-jan-2022. The device evaluation was completed on 14-jan-2022. It was reported that a 68-year-old female patient (178 lbs.) Underwent an av node ablation with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that during an av node case, a pericardial effusion was noticed. A steam pop was felt and heard by the physician and there was an impedance spike. The pericardial effusion (pe) was discovered and confirmed by echocardiogram (eco), after the steam pop occurred. The medical intervention provided was a pericardiocentesis and 700 cc of fluid was removed. The patient was reported to be in stable condition and the patient did not require surgery. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter (stsf). Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30617211l number, and no internal actions related to the complaint were found during the review. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient ((B)(6) lbs.) Underwent an av node ablation with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that during an av node case, a pericardial effusion was noticed. A steam pop was felt and heard by the physician and there was an impedance spike. The pericardial effusion (pe) was discovered and confirmed by echocardiogram (eco), after the steam pop occurred. The medical intervention provided was a pericardiocentesis and 700 cc of fluid was removed. The patient was reported to be in stable condition and the patient did not require surgery. Additional information was received on 24-nov-2021. It was reported that this adverse event occurred on (B)(6) 2021. It was discovered post use of biosense webster products, after the case, post ablation with our stsf catheter. The physician¿s opinion on the cause of this adverse was the steam pop. The patient fully recovered with no residual effects. The patient did not require extended hospitalization because of the adverse event. A transseptal puncture was not performed. Prior to noting the pe or CT, ablation was performed. An irrigated catheter was used in the event and the flow setting was 2 for low flow and 15 for high flow. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were: graph, dashboard, vector, and visitag. The visitag module was used and the parameters for stability were surpoint setting, 3/3/25/3, tag size 3. No additional filter was used with the visitag. Color option used prospectively was time 5-15seconds. The generator parameter was at power control. Noted temperature, impedance and power at the time of steam pop were: temp: 27.3c, imp:110, and power: 40w. Impedance cut off value was not exceeded. The physician was able to stop ablating. The system did not malfunction and it did not continue to ablate above impedance cut-off value. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The steam pop was assessed as not MDR reportable, steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. The high impedance was assessed as not MDR reportable. Since the user-defined cut-off was not exceeded, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number (B)(4).